Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018 and (B)(6) 2019 (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed one other complaint has been received for this production order number, the reported issue is unrelated to this complaint and investigation results revealed no failure detected. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (z9002 +15.5 diopter) was explanted from the patient's right eye (od) in a secondary procedure due to a residual refractive error. No incision enlargement and no additional procedure was required. A z9002 +19.0 diopter was implanted as a replacement. The patient's outcome was reported begin good post lens exchange. The account commented that the explanted lens was discarded at the surgery center. No further information was provided.